Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that during a primary procedure of patient's right wrist, the variax 2 t8 distal radius screw head snapped off while screwing into the plate. Surgeon reported that the screw body was not sitting proud and the plate was well-fixed and completed the procedure. Rep reported there was no surgical delay.

Manufacturer narrative:
The reported event that bone screw, t8 full thread, 2.7mm/l16mm was alleged of issue (breakage during surgery) could be confirmed since the device was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the bone screws were broken near the head. The head portion was returned for investigation. The torx-profile of the screw head was heavily damaged / deformed and stripped. The breakage surface showed a cliffy and rough structure indicating that the screw broke spontaneous in a brittle fracture due to a torsional overload during insertion. The appearance of the damage pattern (torx-profile stripped) indicated that excessive forces must have been applied during screw insertion leading to the breakage of the screw. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by excessive torsional force applied during screw insertion. Based on the risk management file, some of the possible reasons of application of excessive torsional force (or overtightening) during screw insertion are: due to confusion with locking screw; use of wrong instrumentation; smaller pilot hole. Laser marking on instruments show instrument dimension & compatibility. As per operative technique ¿all instruments having the orange color code are used with the t10 3.5mm screws, all of the purple/blue colored instruments are used with the t8 2.7mm and 2.4mm screws. Additionally, all drills are laser marked with the corresponding drill diameter.¿ the op-techs states that taps should be use if excessive resistance is felt during insertion of if the bone is dense. The instruction for use clearly states that ¿screws should not be over-tightened during insertion. Excessive over-tightening will compromise the integrity of the screw head, result in possible screw breakage, and lead to loss of friction fit performance.¿ a review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that during a primary procedure of patient's right wrist, the variax 2 t8 distal radius screw head snapped off while screwing into the plate. Surgeon reported that the screw body was not sitting proud and the plate was well-fixed and completed the procedure. Rep reported there was no surgical delay.